Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 325 mg/dl. Customer's blood glucose value was 325 mg/dl. The customer stated that they were in hospital for 4 times this year and during that period we had to take her off the pump and customer wanted to get her on the pump again and customer want to get some training so that customer can work with the pump just in case she needs me to do something with it. The first admission was in february it was because of a pelvis fracture. The other times customer was in the hospital because customer was vomiting a lot and they then realized it was due to diabetes neuropathy. Troubleshooting was performed. The customer had hospitalized on (B)(6) 2017 at 4:00 pm. The blood glucose value when admitted to hospital was high 325 mg/dl. The customer complained about was vomiting excessively. Cause of hospitalization per healthcare professional's was gastroparesis. The customer stated that they were unable to troubleshoot for high blood glucose at time of call because customer was not on pump therapy. The product was not returned for analysis.